Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad was treated. On the same day, post procedure, elevated troponin levels were noted. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The patient has a previous medical history of cardiac admissions 30 days prior to the index procedure. The index procedure was prompted by unstable angina. The mi occurred in the lad. If information is provided in the future, a supplemental report will be issued.